Event description:
The device was implanted on (B)(6) 2014. On august patient complained on pain. X-ray showed blocker loosening. The blocker was explanted on (B)(6) and replaced by the other product.